Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise. No intervention was performed. It was noted that the physician will continue to monitor. There were no patient consequences.